Event description:
It was reported that the patient was ¿just sitting there¿ and felt intense stimulation in her left side. The arrows on the patient programmer were seen, but the patient was unable to adjust stimulation. Eventually, the stimulation was decreased to 0.35 volts, which felt more comfortable.

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).